Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection surgery, after the firing, the fork stopped in the middle of the procedure. It was reported that the tissue was thick. They used another device to continue. There was no patient injury.